Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed encoder issue on universal surgical manipulator (usm) 2 and replaced usm 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to fail tests when testing on an in-house system. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to sensor errors of yaw searchlight printed circuit assembly (pca) and yaw flat flex cable (ffc). It can be resolved by replacing usm arm.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that errors occurred on universal surgical manipulator (usm) 2. The tse confirmed the errors in the logs pointing to usm 2 axes controller, arm (aca). The tse had the customer disable usm 2, and the system was able to complete the self-test and had no further issue.